Event description:
Teenage boy who earlier this morning underwent gastrostomy site closure and jejunostomy tube placement. The jejunostomy tube was noted to have fallen out several hours post-op, with the balloon deflated, and when tested the balloon was seen to have a tiny defect in it. He returned urgently same day for operative replacement of the jejunostomy.